Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial lead revision procedure after oversensing noise leading to higher ventricular paced rates was noted. The patient was symptomatic to the higher paced rates. The noise was recreated via isometric arm movements during a in-clinic follow-up. The lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure.